Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized for 3 days due to low blood glucose in (B)(6) with unknown blood glucose levels at the time of the incident. The customer was using manual injections to treat their blood glucose levels after the insulin pump was taken off during the low incident. The customer experienced symptoms such as seizure, heart attack, and loss of consciousness. The customer was wearing the insulin pump during the incident. The insulin pump will not be returned for analysis.